Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: ¿late onset atraumatic ceramic head fracture of a hybrid ceramic bearings total hip arthroplasty¿, by papaioannou I, repantis t, pantazidou g, baikousis a, korovessis p., published in cureus. 2021 mar 6;13(3):e13726. Doi: 10.7759/cureus.13726. Pmid: 33842105; pmcid: pmc8020614, was reviewed. Authors report on a single case of hybrid ceramic-on-ceramic bearing fracture to draw attention to the very rare case of an atraumatic ceramic head fracture at greater than ten years post-implantation. The event involves the pairing of a third generation alumina ceramic femoral head with a fourth generation zirconium ceramic liner. The literature indicates that most atraumatic ceramic fractures occur within the first three years of implantation. This (B)(6) year old female presented with difficulty walking due to mild right hip pain, and an annoying crackling noise in her right knee. She reported no fall or trauma. X-rays revealed a fractured 28mm depuy biolox forte ceramic head in an intact depuy biolox delta ceramic liner. The implants were greater than ten years old. Ceramic head and liner were revised to competitor oxinium head and polyethylene liner. The authors encourage assessment of the ceramic components for presentations of hip pain when hybrid ceramic components are present, even with a very late onset such as this case.